Event description:
It was reported that this atrial lead was an attempted implant. After advancing the lead multiple times the desired parameters were not achieved and pacing was not delivered. The procedure was successfully completed with a new lead of a different model and no adverse patient effects were reported. The lead is expected to be returned for analysis. Budingm